Manufacturer narrative:
At the time of the investigation, no lot number or sample was provided. Without the lot number we were unable to review the device history record to determine if any deviation took place during manufacturing process for the given product number. Without the lot number or sample the root cause for the reported concern cannot be determined.

Event description:
Customer reported that when activating the pack by squeezing, the pack burst causing contents to land on patients cheek. The pack material was washed off patient with soap and water. There is no injury or adverse effect to the patient.